Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer indicated that when he arrived at the laboratory he observed smoke and sparks from the rear of the architect i2000sr analyzer. No injuries or impact to patient management were reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, field service evaluation, a search for similar complaints, and a labeling review. Return material was not available. The abbott field service engineer (fse) inspected the analyzer and found no evidence of fire on the outside of the refrigerator with replaceable fan but indicated a smoke smell from the inside of the refrigerator was present. The fse replaced the fan as part of troubleshooting. A tracking and trending review was completed; no adverse trends or issues of the refrigerator with replaceable fan were identified. This event was the sole complaint regarding smoke/ burn involving the part in question or for the architect i2000sr analyzer. Labeling was reviewed and it was determined that adequate instruction addressing information regarding electrical hazards and emergency shutdown of the i2000sr is documented. Based on the available information no product deficiency of the refrigerator with replaceable fan in use on the architect i2000sr analyzer, list number 03m74 was identified.